Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient presented in the ed with chest pain. I-stat, test time: 1415, result: 0.21. I-stat, test time: 1427, result: 0.00. Lab, test time: unk, result: <0.02. The customer states that the patient was admitted for observation and was not treated on the I-stat results. Patient was discharged the following day. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).